Event description:
It was reported that the patient presented in clinic on (B)(6) 2025 for initial implant procedure. During procedure, upon deflection testing prior to fixation, the right ventricular (rv) leadless pacemaker (lp) failed to be positioned and detached from tissue. The rvlp was unable to be implanted due to anatomic difficulty. A transvenous pacemaker system was implanted instead the next day on (B)(6) 2025. Patient condition was stable.

Manufacturer narrative:
The reported event of positioning failure was not confirmed. Helix specification measurement, visual inspection and longevity assessment of the device were normal with no anomalies found.